Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Evaluation also found the suction cylinder had no color, the bending angle in the up/down directions did not meet the standard value due to wear of the angle wire, the scope cover was burned, and the connecting tube and universal cord were scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had a distal end defect. The issue was found during an unspecified event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the gap from where the bending section cover glue was broken and separated from the device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found foreign material in the gap from where the bending section cover glue was broken and separated from the device. However, the customer returned the device without reprocessing (due to a distal end defect), which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.